Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited inappropriate shocks, oversensing, and noise. Isometric and manipulation testing was performed and no noise was observed. Possible causes were discussed and troubleshooting options were discussed and recommended. The patient was hospitalized to get an x-ray. It was noted that the patient has a left ventricular assist device (lvad). With that new information, will want to rule out noise due to sternal wires making contact with an electrode. Subsequently, a revision procedure was performed and the electrode was explanted, while the s-ICD remained in service. The electrode was successfully replaced. No additional adverse patient effects were reported.